Event description:
Patient was intubated by a registered respiratory therapist. He used a 7.5mm, cuffed ett. Only one attempt was done and successful. Secured by a commercial ett holder at 24 cm at the lip. The following morning, the respiratory therapist was unable to pass suction catheter through ett. After looking, patient's ett was kinked in almost a 90 degree angle towards the back of her mouth. The tube was removed and the patient was re-intubated again.